Manufacturer narrative:
The electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Review of the ECG record demonstrates that the victim was in a shockable rhythm. The AED correctly advised and delivered a shock, which converted the rhythm to normal sinus rhythm. The victim then re-fibrillated. Subsequently, the AED did not recommend a shock due to the morphology of the ECG waveform, which did not consistently satisfy the criteria for defibrillation.

Event description:
On (B)(6) 2012, it was reported that an AED was used during a rescue attempt and that a shock was recommended and delivered after the first analysis period. There were two subsequent analysis periods where the device did not advise a shock. The pt was not resuscitated.